Manufacturer narrative:
Correction information has been provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise, blurry vision and clinical reason for explant being spherical equivalent of -1.00. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure. Additional information has been requested and received stating that the lens was cut in half and discarded. The patient just ended up myopic and lens was switched out.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).